Manufacturer narrative:
Conclusion: the device was implanted in the patient and was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure for an aneurysm in the paraclinoid of the internal carotid artery using a penumbra coil 400. During the procedure, the physician was embolizing the aneurysm using a two microcatheter technique. Through one catheter, a penumbra coil 400 was deployed and remained undetached to prevent previous coils from falling out of the aneurysm. Four coils made by another manufacturer were deployed in the aneurysm through another microcatheter. The penumbra coil 400 then unintentionally detached while the physician was torquing the end of the delivery wire. Part of the penumbra coil 400 fell into the parent vessel and was fixed to the vessel wall using another manufacturer's stent. There was no report of an adverse effect on the patient. Physician's comment: before the procedure of detachment, I twisted the end of the delivery wire. The cause of this incident is that I over-torqued the coil.